Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, atrial undersensing was observed. It was noted that the patient had chronic af and in several auto mode switching episodes, intermittent undersensing resulting in atrial pacing was noted. Programming changes were recommended.